Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient had acquired an infection. The patient's pocket site was washed out and re-sutured, but the nevro system was explanted three weeks later. There have been no further reports of complications.